Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm tenaculum forceps instrument was analyzed and was found to have a broken distal pitch cable at the distal clevis hub. The instrument was found to have the plastic proximal clevis pin missing. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.96mm. From engineering review the crimp will not fall out unless the pitch assembly is severely damaged. There is material missing. DHR review for the device(s) involved with the reported event has been completed. No non-conformance's were identified to be related to this complaint. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm tenaculum forceps instrument tips won't close. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown.